Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit, designator u83. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that when attempting to perform the daily user test, their device would not complete the test and the service indicator would be present. It was also reported that their device powers itself off and restarts. There was no patient use associated with the reported event.